Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper link screw was displaced and wedged between the motor gear and front panel which could cause system error 105. The link screws, motor assembly, and gears were replaced.